Event description:
The customer reported the alarm is in overall good condition but does not power on even with new batteries. The battery doors and contacts are in good condition. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that battery springs inside the battery compartment are bent. The alarm case is cracked near the battery compartment. The liqui-label is missing. One of the screws that holds the battery case together is rusted. Note: posey instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if: battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).